Event description:
The customer reported to olympus the hd autoclavable camera head was not displaying an image during inspection for use in an arthroscopy therapeutic procedure. The procedure was completed with a similar device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when the issue was found to have been caused by a fault in the charged coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that an image was not displayed due to faulty charge-coupled device (ccd). The cause of the faulty ccd could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.